Event description:
A nurse called to report that the customer was admitted in the intensive care unit for dka. It was stated that the nurse did not have the chart but the high bgs happened in the last twenty-four hours. Troubleshooting was performed. The customer was disconnected from the pump and placed on an insulin drip at the time of call. The pump ran a fixed prime and the insulin exited. The programming on the pump was checked and the date was off by one day and the time was off by one hour.